Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 488 mg/dl. The customer did not report any symptoms, and treated with manual injection. Customer declined to troubleshoot for high readings. There were leaks in the reservoir, but no air bubbles. There were insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis. The customer also reported that they had reservoir leak. The o-rings were missing. Customer declined troubleshooting and asked for the pump to be replaced.